Event description:
Limited information was reported through legal a legal event that a (B)(6) female patient underwent hernia repair surgery on or about (B)(6) 2015. The patient was implanted with a mesh product as part of the surgery. The records indicate this is a lifecell mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2016 for a second mesh implant surgery. The patient returned to the hospital again on or about (B)(6) 2016 for a mesh revision operation. This record is associated with the first mesh implanted.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up #1 to report on september 14th, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and are "sp100155-216 ((B)(6) 2015 implant) and sp100350-141 ((B)(6) 2016 implant)". No other information was reported. This record is associated with sp100155-216 ((B)(6) 2015 implant). No other information was reported. As reported in the initial: limited information was reported through legal a legal event that a 54 year old female patient underwent hernia repair surgery on or about (B)(6) 2015. The patient was implanted with a mesh product as part of the surgery. The records indicate this is a lifecell mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2016 for a second mesh implant surgery. The patient returned to the hospital again on or about (B)(6) 2016 for a mesh revision operation. This record is associated with the first mesh implanted.

Manufacturer narrative:
Internal investigation into strattice lot sp100155 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 09/22/2022, of the (B)(4) devices released for lot sp100155, (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.